Manufacturer narrative:
Findings: pump received with button error alarm and no esc button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. Pump received with broken reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 125 mg/dl. The customer stated that buttons are not working. The customer stated that she don't recall any significant events but she was sitting in the sun and she may have sweat on it a little. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.